Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg upper 300 mg/dl) and insulin injections were administered to address bg. Customer changed the pump supplies multiple times; bg remained elevated. Tandem technical support performed a pump system check with the customer and insulin was not observed exiting the cartridge tubing. Customer reverted to using manual injections for insulin therapy.